Event description:
It was reported that the patient tolerated vns therapy on a daily basis however when he used the vns magnet to activate the magnet mode stimulation the patient coughed. The physician speculated that this may have contributed to aspiration. The settings were then adjusted. No additional relevant information has been received to date.